Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre reader. Customer received an error 9 message on the reader display and was unable to obtain readings, resulting in a seizure. Customer self-treated (unspecified) and no third-party treatment was reported. There was no report of death or permanent injury associated with this event.